Manufacturer narrative:
H.6.: code e0518 used to capture vessel rupture of the left external iliac artery. Hh.6.: code c21: results pending completion of investigation. H.6.: d16: conclusion not yet available h.6.: code a26: results pending completion of investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an endovascular treatment for thoracic (arch) aortic aneurysm using gore® tag® conformable thoracic stent grafts with active control system and a gore® dryseal flex introducer sheath. During the procedure, an angiography for the access route showed a vessel rupture of the left external iliac artery (eia). Therefore, a gore® viabahn® endoprosthesis was additionally placed at the injured site. The patient tolerated the procedure. Reportedly, the patient¿s access vessels were narrow (the left eia was 5 to 6mm) and had poor condition. Also, there was resistance during inserting the sheath into the patient. The reporting physician commented as follows: given the patient¿s vessel condition and vessel diameter, insertion difficulty had been expected prior to the procedure.

Manufacturer narrative:
H.6. Investigation findings: code c21 updated to code c19. H.6. Type of investigation b21 updated to b15 an b14: as reported by creganna the product met all pre-release specifications. H.6. Medical device problem code a26 updated to a0101. H.6. Investigation conclusions: code d16 updated to code d12 and d1102. According to the gore® dryseal flex introducer sheath instructions for use, the IFU caution: do not continue advancement or retraction of the catheter or other device into or out of the sheath if there is resistance. Determine the cause of resistance before proceeding. According to the gore® dryseal flex sheath instructions for use, adverse events with may occur and/or require intervention including, but not limited to, vascular trauma. Stop advancement of the assembly if there is resistance. Investigate the cause of resistance before proceeding.